Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture at max output and in all pacing configurations. A fluoroscopy revealed the lead had dislodged. On (B)(6) the lead was attempted to be repositioned but was explanted and replaced. The patient was in good condition prior, during and after the event. The patient was seen at a follow-up on (b)64) 2015 and the patient was doing fine.